Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to go through the load fill tubing sequence despite changing the infusion set tubings multiple times. There was no reported impact to the customer's blood glucose level. Reportedly, the pump is working as intended and customer was able to continue using the pump for insulin therapy.